Event description:
This rv lead was implanted on (B)(6) 2008 and remains implanted at this time. A call was placed to technical services on 07/14/2016 stating that this rv lead there was undersensing. The physician was dr. (B)(6) at (B)(6), (B)(6) in (B)(6), mn. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).